Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a proximal type I endoleak was observed on a follow up CT scan. The physician implanted another manufacturer's stent graft, resolving the endoleak. Per the physician, the cause of event was unknown. No additional clinical sequelae were reported and the patient is fine.